Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked to the extent that the touchscreen became unresponsive, consistent with physical damage to the display assembly. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and the user temporarily reverted to an alternative insulin therapy. Investigation included collection of device identifiers, visual confirmation via customer-provided image, and logistics to recover the device for evaluation. Investigation of this case revealed damage consistent with external impact to the screen, aligning with a device display/touch interface failure due to physical breakage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.